Event description:
It was reported that when an asymptomatic patient presented in the clinic during a follow up visit, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No programming changes were made. Patient was stable throughout the device interrogation and will continue to be monitored.